Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12963. It was reported that the patient experienced ineffective stimulation due to high impedances. Reprogramming was unable to restore effective therapy. In turn, surgical intervention may be pending to address this issue.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored and impedances were normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.